Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead insulation came during a stage ii implant procedure. The lead was replaced and the issue resolved. It was stated that impedance testing was performed. The patient¿s status at the time of the event was said to be alive and no injury. There were no patient symptoms or complications associated with the event. The patient reported efficacy and satisfactory results with therapy. It was reported 6 days later that an impedance check was not performed because the leas was not able to fit into the implantable neurostimulator (ins) after the insulation pulled off.

Manufacturer narrative:
(B)(4).